Event description:
During the procedure, backbleeding was noted through the valve at the start of the procedure. Another sheath was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. No visual anomalies were noted. An aspiration vacuum leak test and a pressure leak test were conducted which revealed no leaks. Microscopic examination of the seal revealed no anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.